Manufacturer narrative:
Invacare has made several unsuccessful attempts to obtain additional information relating to the incident and concentrator involved. Invacare is filing based on an abundance of caution. It is unclear what, if any role the device played in the adverse event due to insufficient information being available.the expected service life of the irc10lxo2 concentrator is 3 years. The maintenance record for this unit is unknown at this time. This device is not intended to sustain or support life.

Event description:
The provider's driver arrived at the patient's residence to pick up the irc10lxo2 platinum 10 concentrator when he was advised by a neighbor that the patient had passed away. The neighbor heard the concentrator alarming, knocked on the patient's door and received no response. The police were called who broke into the residence & found the patient unresponsive, patient had passed away.